Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of inflammatory nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient was injected in nasolabial folds and lips with 1ml juvéderm® volift¿ with lidocaine. Two weeks later, patient was assessed and there were no issues. Six and a half weeks later, patient presented at the office with redness and induration at injection sites; the area became inflamed. Patient was treated with cetrine® and nise® [nimesulide]. Three days later, there was no improvement, and patient developed soreness, swelling, filler became contoured, and nodules formed. One day later, patient was prescribed (azithromycin and suprax®. Injector noted, "the patient was prescribed two-component antibiotic therapy and topical drugs, most likely, the filler will be removed in the near future (there is progressive swelling, pronounced asymmetry of a smile, there is a fear of damage to the nerve if swelling increase." Approximately one day later, longidase® injections were administered. Approximately 2-3 weeks later, symptoms resolved.

Manufacturer narrative:
Investigation code(s): (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of inflammatory nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient was injected in nasolabial folds and lips with 1ml (B)(6). Two weeks later, patient was assessed and there were no issues. Six and a half weeks later, patient presented at the office with redness and induration at injection sites; the area became inflamed. Patient was treated with (B)(6). Three days later, there was no improvement, and patient developed soreness, swelling, filler became contoured, and nodules formed. One day later, patient was prescribed (B)(6)injector noted, "the patient was prescribed two-component antibiotic therapy and topical drugs, most likely, the filler will be removed in the near future (there is progressive swelling, pronounced asymmetry of a smile, there is a fear of damage to the nerve if swelling increase." Approximately one day later, (B)(6) injections were administered. Approximately 2-3 weeks later, symptoms resolved.